Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a pump jam occurred. The pump jam was experienced with the cardioplegia roller pump during the second dose of cardioplegia, when the pump flow was very slow. The perfusionist reduced the occlusion slightly and re-started the pump enabling the continuation of the cardioplegia dose. There was no further issues with the delivery of cardioplegia and no additional pump jams in this case. This case was completed successfully and the pt was weaned from cpb without difficulty. The pump was not changed out and there was no blood loss. There was no delay in the actual surgical procedure, however, there was a ten second delay in cardioplegia delivery. There was no harm to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.